Event description:
It was reported that after using the werewolf flow 90 coblation wand, a burn mark was noticed in the patient. The procedure was previously completed without delay using the same device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿e1: address line 1, foreign city name and postal code" initial MDR was inadvertently submitted as adverse event + product problem in b1. However, it should have been only adverse event, as no product malfunction was reported.

Manufacturer narrative:
H10 h6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found that the activated wand tip should not contact non-targeted tissue. A review of risk management files found that the reported failure was documented appropriately. A visual investigation of the customer submitted image shows two areas of skin discoloration. Clinical evaluation was completed and concluded that photo provided does not indicate a malfunction of the device. Additional information provided indicated, ¿the wand sometimes touches the patient¿s skin depending on the direction the surgeon placed the wand.¿ without relevant supporting clinical documents, the causal relationship between the s&n device and the reported burn cannot be determined. Since it was reported no special treatment was given to the burn, the impact to the patient beyond that which has been already reported cannot be determined. The complaint was confirmed as the submitted image provide sufficient evidence to confirm. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. . There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after using the werewolf flow 90 coblation wand, a burn mark was noticed in the patient. The procedure was previously completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.